Event description:
A trilogy evo ventilator was returned to the manufacturer for periodic maintenance. There were no reports or allegations of patient harm or injury. The device was evaluated at a manufacturer service center. During testing, the device failed the system leak verification: pressure drop over 10s test. The muffler assembly was replaced to address the issue. In addition, not related to the reportable malfunction, the air inlet foam filter and particulate filter were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.

Manufacturer narrative:
The reported failure of system leak verification: pressure drop over 10s test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.